Event description:
Company received a report from a biomedical engineer that while the unit was being examined because it had a cracked case it was also noticed that the unit did not provide an audio tone during p.o.s.t (power-on-self-test). There was no patient harm.

Manufacturer narrative:
The unit was requested back for evaluation but has not been returned.